Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in hospital. The customer was hospitalized 14 months prior to the date of passing. The cause of death was a diabetes complication. The caller stated that the customer had lung and kidney problems that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected more than 48 hours prior to passing. The customer was not using sensors. The customer was taken off the pump as they were in an accident, but the caller declined to provide further details. The caller declined to return the insulin pump for analysis. The insulin pump will not be returned for analysis.